Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a pump alarming no disposable pump will not run. Patient states he turned the pump off. Assisted him to power pump on. Reviewed pump settings to discover reservoir volume was reset. Verified medication and patient appointment this morning to have pump removed. Powered pump off, clamped tubing, and removed cassette. Patient states air bubbles are present in tubing of cassette. Instructed patient to massage tubing and gently tap cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Pump runs until pump cycles, and alarm returns. Patient states cassette appears to be empty. Powered pump off and instructed patient to clamp tubing closest to port. Advised patient to call clinic in the morning for further instructions, and to explain medication was stopped due to pump alarm, and patient verbalized understanding. Encouraged patient to call the hotline for future concerns or needs. Rate 2.2, resvol 100.0, given 91.2. Patient not affected. Patient no injury. No additional information. Device is not available for return.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to either the cassette not being properly inserted or the cassette sensor not operating as intended. The most probable cause for air bubbles in the tubing is due to the air detector not being turned on in the settings and/or the instructions for use were not followed regarding priming the tubing to remove air bubbles from the fluid path, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).